Manufacturer narrative:
An asp field service engineer (fse) was not dispatched to confirm or resolve the reported error e01-reservoir tank too full, per the customers instruction. The customer was advised to run an empty disinfectant cycle and confirm they are getting water leaking into the basin from the water inlet. Additionally they were asked to fill the reservoir with hot water to soak the float switch tree in the event that a float is sticking. Additional information received will be reported on a 3500a medwatch supplemental.

Event description:
Reporter stated that the multiclix lancet protruded from the device's end-cap after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Event description:
The customer alleged the aer is leaking on to the floor and an eo1 message. The customer requested instructions for testing the aer valves to isolate the problem. The customer asked if some of the fluid from the reservoir could be drained by pulling out one of the tubes connecting to the reservoir so that they may continue using the unit. The customer was informed disconnecting the tubing is not recommended.

Manufacturer narrative:
Evaluated by mfg: the customer has not responded to follow up attempts; it is unknown how the issue has been resolved. Review of the account history from 08/10/2009 to 02/10/2010, unit with serial number (B)(4), shows that the unit does not demonstrate a trend for this specific issue of leaking. The aer cpuy(complaints per unit year) chart shows no increasing trend for the problem code "e01-reservoir tank too full." Asp will continue to monitor for more trends.